Event description:
The device was used during an unspecified procedure on the sigmoid. Reportedly, the anvil did not tilt. The device was difficult to remove and tore tissue upon removal. The surgeon manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.